Event description:
Clinical narrative: an impella cp was inserted via an undocumented access for the patient of undocumented age or indication. The team in korea did not share any patient demographics or history. Requests for information have been made. At the insertion of the cp the team was utilizing the .018 guidewire. Per best practices the wire was being removed prior to pump support initiation. At the removal of the .018 guidewire there was a malfunction that was observed, as the wire uncoiled and detachment occurred. The detached portion of the wire was retrieved from the 14fr peel away introducer. The patient was assessed to confirm that no wire fragment remained inside the artery and no harm to the patient was noted. If the assessment was done with imaging alone or other measures/interventions was not shared. Further details have been requested, and to date the case is reported with details shared by the team in korea. Clinical narrative updated 2026-7-21: as requested, further clinical details have been forwarded to the manufacturer. The patient is reported to be a 66-year-old male who had the impella cp inserted via the right femoral artery, with all best practices noted. The patient's underlying medical history was inclusive of diabetes and known coronary artery disease with a prior percutaneous coronary intervention in 2021. He presented now with a st-elevation myocardial infarction.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.